Event description:
Customer questions test results from a lithium heparin tube. Pt results were abnormally high/low (depending upon test) and the pt who had been sent home was called and sent to the ICU of his local hosp. The pt was treated with kayexalate (orally), had an ultrasound and was given IV sodium bicarbonate. The pt was scheduled for dialysis but did not receive dialysis treatment based on follow-up blood testing. Follow-up blood tests were basically normal. Pt was released the same day 2/25/97.